Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to close. A field service engineer (fse) found that the latch inseparable on main drawer 5 was missing the magnet, which prevented the drawer from detecting the closed state. The inseparable was replaced, after which the drawer successfully recovered and was fully accessible to the customer with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station kept displaying "drawer failed to close" even though it was actually closed with no obstructions. The unit was power cycled, and the keys were used to open it from the back to check for anything stuck inside, but no issues were found. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.